Event description:
Spouse of home pt (hp) reports difficulty in priming pt line of homechoice set. Spouse reports baxter tech assisted hp in repriming line and completing treatment. No pt injury or medical intervention required per spouse.